Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was found leaking while in use on a patient. Therefore, the catheter was removed and replaced with a new one. According to the user it seemed the leak occurred a few centimeters from the junction hub to the catheter side. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l cvc and product lidstock for evaluation. Visual inspection of the catheter revealed one pin-sized hole in the catheter body adjacent to the juncture hub. The appearance of the damage is consistent with unintentional contact with sharps (i.e. Scalpel, scissors, etc.). The total length of the catheter measured to be 98 mm which is within specifications of 89 - 101 mm per product drawing. The inner diameter of the distal extension line measured to be 1.4478 mm which is within specifications of 1.42 - 1.50 mm per product drawing. The outer diameter of the distal extension line measured to be 2.15 mm which is within specifications of 2.13 - 2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The inner diameter of the proximal extension line measured to 1.4224 mm, which is within specifications of 1.42 - 1.50 mm per product drawing. The outer diameter of the proximal extension line measured to be 2.17 mm which is within specifications of 2.13 - 2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The inner diameter of the medial extension line measured to 1.4732 mm which is within specifications of 1.42 - 1.50 mm per product drawing. The outer diameter of the medial extension line measured to be 2.20 mm which is within specifications of 2.13 - 2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate pigtails. Leave the distal pigtail uncapped for guide wire passage." When flushing the distal extension line, water leaked out of the small hole on the catheter body. The medial and proximal extension lines flushed as expected. A manual tug test confirmed all extension lines were fully secured within their respective hubs. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "precaution: do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow.". The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. A small hole was observed on the catheter body near the juncture hub, and water leaked out of this hole when the catheter was functionally tested. The catheter passed all relevant dimensional requirements. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error (contact with sharps) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was found leaking while in use on a patient. Therefore, the catheter was removed and replaced with a new one. According to the user it seemed the leak occurred a few centimeters from the junction hub to the catheter side. No patient harm reported. The patient's condition is reported as fine.